Event description:
It was reported that on (B)(6) 2008, patient underwent 2-stage surgery with multi level anterior interbody fusion l3-s1 followed by posterior instrumentation and fusion t10-sacrum on (B)(6) 2008. Infuse was used in both procedures. One week post-op, patient had significant decreased adls, mobility, and was readmitted for comprehensive rehab on (B)(6) 2008. Patient was discharged on (B)(6) 2008. Per the medical records, ¿following surgery, the patient reported good improvement in her low back pain symptoms. With the passage of time, the patient has developed a stooped forward posture and noted prominence of the implants in the lower thoracic region. Work-up revealed a fracture at the t10 level at the proximal extent of the spinal instrumentation.¿ on (B)(6) 2009, patient presented with back pain. CT scan of the thoracic spine indicated ¿loosening of the pedicle screws of t10. Additionally, the tip of the t10 vertebral body pedicle screws extend through the superior endplate of t10.¿ on (B)(6) 2009, patient presented for pre-op consultation. On (B)(6) 2009, patient was admitted with t10 fracture and proximal junctional kyphosis. Allograft femoral head bone graft, rhbmp-2/acs, local bone graft, and depuy posterior instrumentation were used. Per the medical records, ¿the patient was admitted and underwent surgery on (B)(6) 2009. The patient underwent surgery uneventfully. Following surgery, the patient was maintained in the ICU. She was maintained on prophylactic IV antibiotics. The patient's pain was managed with a pca pump. The patient was subsequently transferred to the orthopedic unit. The patient progressed slowly with respect to the transfer and ambulation training. She developed numbness in both lower extremities more than 48 hours following surgery. She was noted to have difficulty with balance and difficulty standing as well as leg weakness. For this reason, an emergency CT myelogram was performed on (B)(6) 2009. The patient was noted to have a blockage to the flow of contrast at the level of the osteotomy. The patient was returned to the or for emergent surgery for exploration of the osteotomy site. The patient underwent additional decompression at this level. Following, the patient was also treated wit h a steroid protocol. The patient was transferred to the ICU. Subsequently, her pain was controlled with pca pump and the patient was able to stand and ambulate. Her leg strength and balance returned to baseline, she was subsequently transferred to the orthopedic unit. During the following days, she was noted to have some serous drainage from the posterior thoracic incision. For this reason, she was returned to the o.r. On (B)(6) 2009, for exploration and debridement. No evidence of csf leakage was noted. Subsequently, she was transferred back to the orthopedic unit and she went on to resolve the drainage from her posterior incision. Her radiographs showed appropriate position of spinal implants.¿ on (B)(6) 2009, the patient underwent t10 osteotomy, extension of posterior instrumentation and fusion t3-t10. On (B)(6) 2009, the patient underwent decompression t9-t11 and reexploration of posterior osteotomy site using rhbmp-2/acs. On (B)(6) 2009, the patient underwent incision and drainage posterior thoracic and lumbar incision, and revision of posterior bone graft with rib allograft and rhbmp-2/acs. The patient was discharged home on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.